Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age and weight are not available for reporting. Date of event: unknown. Patient¿s symptoms began on (B)(6) 2016. T this report is for three (3) unknown cannulated 6.5 mm cancellous screws. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Date of implant is unknown but was reportedly on or approximately (B)(6) 2015. Date of explant is unknown but was reportedly on or approximately (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number a device history record (DHR) review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a percutaneous screw fixation with internal fixation of the left femoral neck fracture on or about (B)(6) 2015. The patient was implanted with three (3) unknown synthes cannulated 6.5 mm cancellous screws into her left femoral neck and head. Commencing on or about (B)(6) 2016, the patient was permitted to return to her job and resume exercising and jogging. Post-operatively, on (B)(6) 2016, the patient experienced excruciating pain in her left hip which made walking extremely difficult. The patient revisited her surgeon the same day, where x-rays of her hip was taken and it was concluded that the three (3) synthes cannulated 6.5 mm cancellous screws that were implanted had fractured through the femoral neck with a displaced femoral neck fracture through the nonunion site. On or about (B)(6) 2016, patient underwent the removal of the failed hardware (3 screws) from her left hip and was revised to a total hip arthroplasty. Reportedly, patient suffered great physical pain and mental anguish, and suffered loss of earning capacity due to the reported event. This report is for three (3) unknown cannulated 6.5 mm cancellous screws. This report is 1 of 1 for (B)(4).